Event description:
The patient had anterior discectomy and c6-c7 fusion in (B)(6) 2006 with mystique system placement for graft containment. The patent was doing well until (B)(6) 2006, when she was involved in a motor vehicle accident, causing low back pain and recurrent neck and arm pain. MRI following the accident revealed an intact fusion. The neck and back pain were treated conservatively. The patient was involved in motor vehicle accidents again in (B)(6) 2007 and (B)(6) 2008. Neck pain and right arm pain and numbness increased following the (B)(6) 2008 motor vehicle accident. MRI and radiographs in late 2008 revealed a nonunion and osteolysis at c6-c7. Revision anterior cervical spine fusion surgery was performed in (B)(6) 2009. Remnants of the mystique system were removed. The remnants of the mystique system (amorphous foreign material) were found to be surrounded by foreign body giant cell reaction. Cultures were negative through 48 hours.

Manufacturer narrative:
Catalog number and lot number of the implanted device are not known at the time of this report. Evaluation results will be reported in a follow-up report.